Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent system was used during an esophageal metallic stenting procedure on (B)(6), 2012. According to the complainant, the indication for the stent placement was a severe, malignant stricture resulting from a gastric tumor. The stricture was located at the gastroesophageal (ge) junction and the size of the stricture was reported to be large. The patient was not noted to have tortuous anatomy and the stricture was not dilated prior to stent placement. During the procedure, the stent was reported to have spontaneously begun deploying from the proximal end of the stent during insertion into the patient. This occurred prior to positioning the stent system across the stricture. The stent was removed partially deployed on the delivery system. No visible damage was noticed to the device. The procedure was completed with another ultraflex esophageal covered stent system. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received since (B)(6), 2012. According to the complainant, the stent spontaneously began deployment from the distal end of the stent, not the proximal end as previously reported. The stent was not protruding through the crocheted stitches and the deployment suture did not break.

Manufacturer narrative:
A visual examination of the returned device found that the distal end of the stent was partially deployed by approximately 7mm. The shaft was kinked at 322mm proximal to the distal tip at the skived area. During a functional analysis, it was possible to retract the remainder of the deployment suture and deploy the stent without any issue. No issues were noted with the deployment stent. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. From the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that the complaint is associated with a device that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information received since (B)(6), 2012. A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that the performance of the device was likely limited due to anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent system was used during an esophageal metallic stenting procedure on (B)(6), 2012.according to the complainant, the indication for the stent placement was a severe, malignant stricture resulting from a gastric tumor. The stricture was located at the gastroesophageal (ge) junction and the size of the stricture was reported to be large. The patient was not noted to have tortuous anatomy and the stricture was not dilated prior to stent placement. During the procedure, the stent was reported to have spontaneously begun deploying from the proximal end of the stent during insertion into the patient. This occurred prior to positioning the stent system across the stricture. The stent was removed partially deployed on the delivery system. No visible damage was noticed to the device. The procedure was completed with another ultraflex esophageal covered stent system. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent system was used during an esophageal metallic stenting procedure on (B)(6), 2012. According to the complainant, the indication for the stent placement was a severe, malignant stricture resulting from a gastric tumor. The stricture was located at the gastroesophageal (ge) junction and the size of the stricture was reported to be large. The patient was not noted to have tortuous anatomy and the stricture was not dilated prior to stent placement. During the procedure, the stent was reported to have spontaneously begun deploying from the proximal end of the stent during insertion into the patient. This occurred prior to positioning the stent system across the stricture. The stent was removed partially deployed on the delivery system. No visible damage was noticed to the device. The procedure was completed with another ultraflex esophageal covered stent system. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received since (B)(6), 2012. According to the complainant, the stent spontaneously began deployment from the distal end of the stent, not the proximal end as previously reported. The stent was not protruding through the crocheted stitches and the deployment suture did not break.